Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while performing system check out the manufacturer representative (rep) replaced cmos batteries of the imaging system then when rebooting, the software crashed. There was no patient involvement. It was also noted that upon booting up the mobile viewing station (mvs) a message appeared asking for bios password, so the battery was replaced as part of planned preventative maintenance (pm). When the system was booted afterwards, the mvs would not boot up.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep reseated all connections in the mvs computer and the system booted with software error. The rep then loaded proper bios settings and reloaded the mvs software which resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.